Event description:
The pt performed a blood glucose test on the suspect device. The result was greater than 300mg/dl. Pt took 10 units of nph insulin. Pt felt tired and laid down for a nap. 4 1/2 hours later pt's family called the paramedics because pt was unresponsive. Pt's blood glucose was tested on the emergency medical technician's device and the level was in the 90's mg/dl. Pt was taken to the hosp where the blood glucose result was 90-100mg/dl. Pt was given an IV, orange juice and crackers. Pt's doctor stated that pt experienced a mini-stroke.